Event description:
It was reported when using the bd vacutainer® fx 5mg 4mg plus blood collection tubes the stopper popped out of the tube. There were no health consequences or impact reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H.3 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d4. Medical device lot #: 3048781 d4. Medical device expiration date: 30-jun-2024 h4. Device manufacture date: 17-feb-2023 h.6. Investigation summary: 100 retention samples from bd inventory were evaluated for this complaint. Retention sample were visually inspected as well as functionally tested for stopper issues. All samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® fx 5mg 4mg plus blood collection tubes the stopper popped out of the tube. There were no health consequences or impact reported.